Event description:
It was reported that an ilet pump displayed alert 42 for motor current sense failure, insulin delivery stopped, and repeated restarts did not resolve the alarm; the user transitioned to subcutaneous insulin injections per healthcare provider guidance while the device was charged and later replaced. Symptoms included hyperglycemia for more than three hours without acute complications. Outcomes included interruption of insulin delivery requiring back-up therapy and device replacement. Investigation included review of device history via ilet history, guided troubleshooting with multiple restarts and charging to at least 50 percent, and verification that the alert recurred after restart, which triggered replacement. Investigation of this device revealed a suspected motor current sensing malfunction within the insulin delivery subsystem that persisted despite restart, consistent with a device malfunction that interrupts therapy. It was concluded that the cause was a device malfunction of the motor current sensing circuitry.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.